Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, at the approximate location where a kink was observed, a twist was noted extending about 10 cm from the peripheral part of the ivus catheter. The physician removed the catheter along with the 0.014-inch guidewire. The procedure was completed another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, at the approximate location where a kink was observed, a twist was noted extending about 10 cm from the peripheral part of the ivus catheter. The physician removed the catheter along with the 0.014-inch guidewire. The procedure was completed another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6). H6 device codes: corrected.